Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 300 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.